Manufacturer narrative:
The device was discarded, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic valvuloplasty (bav) was performed with a 28 mm balloon due to moderate paravalvular leak (pvl). Echocardiogram revealed that a piece of calcium was present in the left ventricular outflow tract (lvot). A mini thoracotomy was performed and the valve was explanted. A surgical valve was implanted in it's place. The patient was reported to have a heavily calcified annulus and lvot. No additional adverse patient effects were reported.